Event description:
It was reported to philips that the allura device was not switching on as expected, and intermittently x-ray was unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and issue occurred during a non-emergency treatment. The procedure got completed by restarting the system after power off. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, it was found that the frontal ippc was defective. To resolve this issue, philips engineer has format and reseat hard disks and display card of frontal ippc. Reload software. Table cover was fixed. Image disappearing problem fixed. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.